Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer where the customer reported that a staff member was administering chemotherapy to patient, at the end of the second syringe of IV push doxorubicin noticed chemo on their hand, chemo gown, shoe and patient floor. It was discovered that the chemo was leaking from chemo lock y connector; the staff had ensured all connections were on tight and it was reported that they could not find user error which would cause the chemo to leak. There was patient involvement and no serious harm was reported.